Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had loose set screws, and excess heat and oil. It was further observed that the device was separating at the midsection and backend. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed for temperature, had loose components and an unidentified liquid in the device. Therefore, the reported conditions were confirmed. It was determined that the device failed for temperature due to worn and damaged bearings. This was due to corrosion on the bearings. The device showed signs of corrosion that is indicative of damage caused by immersion during cleaning which is failure to follow the directions for use. It was determined that the components were loose due to loctite deterioration. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.